Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. The resistance encountered with the thumb advancer likely contributed to the unintended motion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that an arteriotomy closure of the mildly calcified, right common femoral artery was attempted with a starclose se device after a percutaneous transluminal peripheral angioplasty procedure using a 6f sheath. During step 3 when the physician was delivering the starclose se device down the tube to the common femoral artery, he encountered some pressure and the device jumped a bit. There was no adverse event. Manual pressure was held to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The condition resolved and the patient was discharged home the same day. No additional information was provided.